Manufacturer narrative:
Reported event of twisted and bent helix was confirmed, but the reported event of capturing problem was not confirmed. Visual inspection of the device found the helix was bent and stretched of specification consistent with having occurred during procedure. Further analysis including output verification and longevity assessment were normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the newly placed right ventricular (rv) leadless pacemaker (lp) exhibited high capture threshold, and its helix appeared to be crooked. The rvlp was not implanted and an alternate near at hand was implanted instead on (B)(6) 2024. Patient condition was stable.